Event description:
Patient reported they had consulted with an orthodontist who informed them their bite is messed up. Their bite will need a "year's" worth of work to correct from the improper treatment from byte. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.